Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device screen was cracked and the screen was not usable, rendering the device unusable; the circumstances of damage were unknown and the device had been synced prior to shutdown. Symptoms included no reported injury. Outcomes included interruption of normal device use with need for replacement. Investigation included review of the reported condition and confirmation of a hardware screen failure consistent with physical damage. Investigation of this case revealed damage to the display component resulting in loss of usability, with no indication of device alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.